Event description:
It was reported that the camera head had black image. The issue was identified during leg segment removal therapeutic procedure. The procedure was completed using same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of button. A root cause could not be identified. Based on the results of the investigation, it is likely that for no image cause could not be confirmed, however for poor watertightness of button cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the service history of this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.